Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional information in: h6 adverse event problem (component codes, type of investigations, findings, and conclusions). The complaint is confirmed for one mobi-c implant for the failure of loosening/migrating post-op, leading to revision surgery. This device is used for treatment. No medical records were provided with the complaint. Inspection the product was not returned, but photos of x-rays were provided. The photos show that the 2 plats of the implant are no longer in alignment. The complaint is confirmed. DHR review the lot number was not provided, so the DHR is unable to be reviewed. Potential root cause a definitive root cause cannot be determined with the information provided. Device use the device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that a revision surgery was performed to address heterotopic ossification. There were specific device malfunctions identified.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed to address heterotopic ossification. There were specific device malfunctions identified.